Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced in is being filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a perforation in the mid left anterior descending (lad) coronary artery. The first 3.5x16 mm graftmaster was being advanced in the guiding catheter and the shaft separated. The device was easily removed and another 3.5x16 mm graftmaster covered stent was advanced to the perforation and implanted at 16 atmospheres; however, the perforation was worsened after deployment. A 4.0x16 mm graftmaster covered stent was implanted at 16 atmospheres and sealed the perforation. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, material separation, and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9/h3: return status updated.